Event description:
According to the distributor's report, while using the device to close a small laceration near the patient's eye, some adhesive dripped into the patient's eye. No other information is reported.